Event description:
The patient came in reporting pain and swelling. The surgeon decided to revise the patient and discovered that all implants were loose and did not bond with the cement. The cause of this is unknown. At 1 year and 11 months after the primary surgery, the surgeon revised all implants and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 april 2022: lot 1905069: 80 items manufactured and released on 04-oct-2019. Expiration date: 2024-sep-23. No anomalies found related to the problem. To date, 73 items of the same lot have been sold with no similar reported event. Additional devices involved batch reviews performed on 13 april 2022: gmk-sphere 02.07.1205r tibial tray fixed cemented # 5 r lot. 1908382 (k090988): lot 1908382: 77 items manufactured and released on11-feb-2020. Expiration date: 2025-feb-01. No anomalies found related to the problem. To date, 75 items of the same lot have been sold with no similar reported event. Gmk-sphere 02.07.0035rp patella resurfacing size 3 lot. 1908306 (k090988): lot 1908306: 240 items manufactured and released on 07-nov-2019. Expiration date: 2024-oct-15. No anomalies found related to the problem. To date, 236 items of the same lot have been sold with no similar reported event.